Manufacturer narrative:
Correction to g3: on 11 apr 2025, baxter product surveillance identified the correct aware date to be 25 feb 2025. Additional information was added to h6 and h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused during infusion. The device had been programmed to deliver doxycycline administration. After a few minutes, half the 100 ml bag had been administered leaving approximately 50 ml in the bag, however, the volume to be infused (vtbi) read 82.8 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.